Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump had unexplained no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no unexpected no delivery alarm or motor error alarm during testing noted. The motor was tested outside the device and passed. (B)(4).